Manufacturer narrative:
Main investigation conclusion: the report of low flow alarms was confirmed via the submitted log file. According to the account, the low flows were due to hypovolemia. A direct correlation between (B)(6)and the patient¿s hypovolemia could not conclusively be determined. Additionally, a direct correlation between (B)(6) and the report of elevated hemolysis markers could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The log file captured transient low flow alarm on (B)(6) 2021. There were no other notable findings. Pump speed remained above the low speed limit throughout the file, and the pump appeared to be operating as intended. The patient ultimately expired on (B)(6) 2021. Heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation (refer to MFR # 2916596-2021-03109). The hmii lvas instructions for use (IFU) states that the low flow hazard alarm will be triggered when pump flow rate is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This document also states that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarms. Hemolysis is also listed as an adverse event that may be associated with the use of the hmii lvas. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. This section also states that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, the relevant sections of the device history records for driveline, was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a non-device related cause of hemolysis was not identified. The patient was not treated for hemolysis. The cause of the low flow alarms was likely hypovolemia. The low flow alarms resolved with increased water intake. The patient ultimately expired. There was no indication of pump malfunction and thus no further action was taken.

Manufacturer narrative:
Section b5: patient death is reported under MFR # 2916596-2021-03109. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient log file was submitted for analysis. It was noted that the patient experienced occasional low flow alarms overnight when they were is laying on their left side, likely a positional flow change. It was noted that the patient had multiple small tears in the outer sheath of the driveline that had been appropriately repaired with non-adhesive rescue tape. The patient hemolysis markers were high during the visit to the clinic. Plasma hemoglobin (hgb) was in the 40's and lactate dehydrogenase (ldh) levels were in the 300's, within the patient baseline. No power spikes were noted in event history. A review of the logfiles found intermittent low flow alarms on (B)(6) 2021. The estimated flow fluctuated below the alarm threshold (2.5 lpm).